Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Article title: prospective comparative study of pulsed-electron avalanche knife (peak) and bipolar radiofrequency ablation (coblation) pediatric tonsillectomy and adenoidectomy a total of 100 consecutive children aged 3 to 12 years were enrolled in the study. Fifty subjects underwent adenotonsillectomy using the pulsed-electron avalanche knife (peak device). Adverse events: 2 out of the 50 participants (4%) underwent hospitalization due to secondary hemorrhage, of which 1 required surgical intervention. Approx 9 additional participants reported minor bleeding episodes at home. No interventions were reported. This record represents patient 8 of 9 that reported minor bleeding episodes at home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.